Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. Through visual inspection, a leakage was observed on the protector membrane. There was no visible damage or other defects on the membrane that could have contributed to the leak observed. A device history review was performed for lot 2003127, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the membrane ten times to verify if any leaks occur. Testing was reviewed for lot 2003127, all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the protector along with a sample injector ten times, all results were found to be acceptable with no leaks occurred. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that doxorubicin leaked between the bd phaseal¿ protector (p55) and vial while preparing it for use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "during preparation of doxorubicin the phaseal protector p55 leaked at the port junction with the phaseal injector and in the sealed expansion chamber.".

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # mw5097446. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that doxorubicin leaked between the bd phaseal¿ protector (p55) and vial while preparing it for use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "during preparation of doxorubicin the phaseal protector p55 leaked at the port junction with the phaseal injector and in the sealed expansion chamber."